Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity device was used during an egd (esophagogastroduodenoscopy) procedure within the stomach. According to the complainant, while attempting to take a biopsy, the forceps was "jumping off" the mucosa. The physician was able to obtain one biopsy specimen, however, after taking the bite, excess bleeding was observed. The bleed was stopped with epinephrine. Reportedly, no tissue damage was present. The procedure was completed with the biopsy obtained using this radial jaw 4 single use biopsy forceps standard capacity device. Additionally, the user did not report any visible device damage. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).